Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic crural herniorrhaphy on (B)(6) 2020 and the absorbable straps were used. It was reported that during surgery, the staples did not stick to the tissue and fell into the cavity, or were impacted on the shaft. It was reported that sometimes there was no force for fixation and other times the staples were impacted on the shaft. It was reported that use of the device was suspended with unused staples since it was not effective. Another like device was used to complete the procedure. The staples that fell into the patient cavity were retrieved, and there were no patient consequences or treatment rendered.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/16/2020. Corrected information: d3, g1, g2. Additional information: d10, h6. H3 evaluation: the analysis results found that one device was returned with no apparent damage in the external components. The device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.